Event description:
The bipap a series ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement, and no allegation of serious or permanent harm or injury. Review of the device error log indicated a ventilator inoperative issue; the power fail voltage was outside its valid range of 4.775 to 5.675 for at least 10 seconds. The device printed circuit board assembly would require replacement to address this issue. During the evaluation of the device, the service technician observed visible foam particles in the device assembly. No device repairs were completed; the device was processed as scrap per the customer's request. The device will be included in the fsn 2023-cc-src-039. The device will be included in fsca 2021-05-a. Additional findings not related to the malfunction/issue: the device's rubber feet were noted to be missing, requiring replacement.